Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient.it was reported that the issue was not resolved but our rep reported it so hopefully it was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reported the patient's stimulation is turning off on its' own like every other day for longer than a couple of weeks, but not as long as a couple of months. Caller described the screen will display stimulation is off and they press the white triangle button and the option to turn stimulation on comes up. Caller confirmed the implant and controller batteries will both be full charged and also confirmed they are not pressing the stimulation on/off button when this occurs. Caller stated they have reset the controller, but this has not resolved. While on the call, caller reported green outline around a. Agent had caller turn stimulation off and back on using stim on/off button and caller confirmed this was not the screen they would see. Due to the nature of issues caller described, agent sent a request to repair for replacement controller. Caller noted the neck is getting better so the patient started charging and using their device again. No patient impact or symptoms.